Manufacturer narrative:
The event happened in europe ((B)(6)). Only the name of the site, city and country was provided. The street address, phone number and fax number was not provided. At the time of the report, the product was outdated. However, the immucor laboratory had previously tested retention product for e antigen when it was still in date, which had performed as expected at that time.

Event description:
On (B)(6) 016, a customer site in europe ((B)(6)) reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo.